Manufacturer narrative:
Product ID: 7482a66, lot#, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, lot#, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7438, lot#, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v079980, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v079980, implanted: (B)(6) 2008, product type: lead (B)(4).

Event description:
It was reported, the patient went to check his device and for one hour after the test he had uncontrollable movements. The patient reported the involuntary movements were real hard and fast and lasted for about an hour. The worst part was about 5 minutes with shaking legs. This happened again during the night about 3-4 hours later. The second time, he was not using the patient programmer. Pt has not had additional incidents aside from these 2 occurrences. The patient was asked if he hit the wrong key and turned the stimulation off. It was possible although the patient did not want to use the programmer for fear of another similar incident so no troubleshooting was possible. The patients last reprogramming session was about six weeks prior to the incident. Additional information has been requested, but was not available as of the date of this report.